Manufacturer narrative:
Initial reporter phone number: (B)(6). Investigation summary: "material #: 364314. Lot/batch #: 1029969. Bd received 1 sample for investigation. The sample was evaluated by visual examination and the indicated failure mode for foreign matter with the incident lot was observed. Additionally, 10 retention samples from bd inventory were evaluated by visual examination and the issue of foreign matter was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode foreign matter. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends."

Event description:
It was reported that bd preset¿ arterial blood collection syringe contained foreign matter on the cannula. The following information was provided by the initial reporter: "during nurse taking blood from a patient, it found that the barrel had foreign body resembling a feather."

Event description:
It was reported that bd preset¿ arterial blood collection syringe contained foreign matter on the cannula. The following information was provided by the initial reporter: "during nurse taking blood from a patient, it found that the barrel had foreign body resembling a feather."

Manufacturer narrative:
Initial reporter phone number: (B)(6). Investigation summary: "material #: 364314. Lot/batch #: 1029969. Bd received 1 sample for investigation. The sample was evaluated by visual examination and the indicated failure mode for foreign matter with the incident lot was observed. Additionally, 10 retention samples from bd inventory were evaluated by visual examination and the issue of foreign matter was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode foreign matter. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends."